Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the properties of the lead were thoroughly checked. It was noted that the insulation of the lead body was massively damaged by squashing about 19 cm distal of the is-1 connector pin. In addition, damage could be seen at the coating of the rope conductor to the ring electrode at just that site. The observed damage manifestation that confirms the clinical complaint requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 4 months, right-ventricular oversensing and the delivery of inappropriate shocks was reported. The lead was explanted and returned to biotronik. Aside from the shock deliveries, no further deterioration of the patient&#62688;state of health was reported.